Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked in multiple locations along the hypotube. The embolization coil was intact with the pusher assembly and kinked approximately 1.0 cm from the distal tip. Conclusions: evaluation of the returned device revealed the embolization coil was kinked near the distal tip. The embolization coil could not be retracted into the introducer sheath due to the kink, and likely prevented the ruby coil from being advanced into the microcatheter. This damage likely occurred due to forceful manipulation of the ruby coil during preparation or use. Further evaluation revealed the pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging for return. The microcatheter mentioned in the complaint was not returned for evaluation. Ruby coils are 100% visually and functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. Please note that the manufacturer has requested additional information from the customer; however, no additional information has been obtained.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to advance a ruby coil out of its introducer sheath and into the microcatheter.